Manufacturer narrative:
Product analysis: the complaint was unconfirmed. All device parameters tested within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed inaccurate atrial sensing values. The unit was serviced in the field, and remains in use. No patient complications have been reported as a result of this event.